Event description:
It was reported that the pt had rhbmp-2/acs implanted in 2008. The pt underwent additional surgery about nine days later to remove the infuse. The reason for removal was not reported. No pt complications were reported.

Manufacturer narrative:
Infuse bone graft medium kit, catalog number 7510400, lot number m110704aaf. Infuse bone graft large I kit, catalog number 7510600, lot number m110709aac. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.